Event description:
It has been reported to philips that customer required ¿motion parts¿. Due to the lack of information, we are conservatively reporting this event. The investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical usage of the system was unknown. The philips remote service engineer (rse) analyzed the system remotely and confirmed that this case was material request only. Rse concluded that there was no issue with the system and the parts were ordered only for the stock purpose, system was working fine. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.